Event description:
It was reported that during surgery, the set screw was hard to break off. During the break off process, the pedicle broke off. No intervention was required. It was noted that the pt was an elderly female. It is unk if the set screw caused or contributed to the event; however, co is reporting this event out of an abundance of caution.